Event description:
Pct was straightening linens on bed. When pct began to lower bed back to lowest position, vs3 dynamapp mounted on wall arm fell and came very close to falling on pt's head. Vs3 was hanging off to the side of the wall mount. Pct reported to management. Pct and management viewed equipment. Manager was able to replace vs3 back on its mount, and was able to attach with screw still in place on wall mount. Biomed evaluated; it appears as though the repeated side pressure on the tip of the thumbscrew, combined with gravity, will cause it to "walk" or loosen over time. Action taken: manufacturer contacted, loctite 242 adhesive applied to minimize chance of thumbscrew from becoming disengaged.